Event description:
A 2 x 4.5mm cortical self tapping screws broke post-operatively. Screws were used with a condylar blade plate in the distal femur. Implants were removed and replaced. The doctor noted a hypertrophic nonunion.

Manufacturer narrative:
H11: explanation of missing info: a1,a4,b6,b7,d6,h8 sent questionnaires on 6/4/97 to surgeon. Info was not given. G1, h4 synthes can not determine in the MFR site or date without the lot number. H3: the actual device was evaluated by an independent metallurgist, mfg and our product development engineers. Macroscopic examination, scanning electron microscopy (sem), metallographic examination, and hardness testing was performed. Based upon the tests and examination, the drill bit met all mfg adn design variables inherent during this particlar svc application.